Event description:
Procedure type: lap appendectomy + small bowel resection. According to the reporter: the surgeon was attempting to make a transection at the ileo-cecel junction. She applied the cycled endo gia ultra and purple 45mm staple reload across the tissue, closed the staple load and pressed the green button prior to firing. She slowly fired the staple load with sequential strokes and pulled the return knobs to open the staple load jaws and removed the staple load. Everything appeared to work fine but upon inspection, she noticed that the knife blade had cut the tissue, but the staples did not form in the tissue. Straight legged staples were noticed and the tissue at the transection point opened and fecal matter entered the abdominal cavity. A new reload was opened, cycled and used to correct the misfire and close the transected tissue. The fecal matter was removed through suction and irrigation and the surgery was completed with no further issues. No buttress material was used.

Manufacturer narrative:
(B)(4).